Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller and four batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file did not reveal any premature power switching events within the analyzed period. As a result, the reported power switching event could not be confirmed. Additionally, log file analysis revealed a controller power up event on (B)(6) 2020 at 11:01:38. The data point prior to the loss of power revealed that a battery was connected to power port one with 26% relative state of charge (rsoc) and another battery was connected to power port two with 23% rsoc. The data point recorded after the loss of power revealed that a different battery was connected to power port one and an active adapter was connected to power port two. The controller was without power for 12 seconds. No anomalies were recorded leading up to the loss of power. A controller loss of power will result in a continuous audible alarm. As a result, the reported loss of power and "loud continuous alarm" events were confirmed. A power source lubrication procedure had been performed on (B)(6) and (B)(6) on (B)(6) 2018. There is no evidence that the lubrication servicing was performed on (B)(6) or (B)(6). A possible root cause of the loss of power and "loud co ntinuous alarm" events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one attached power source. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650de / expiration date: 05/31/2019 / serial #: (B)(4) UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 12-may-2018.. (B)(4). Heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650de / expiration date: 05/31/2019 / serial #: (B)(4). UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 12-may-2018 . (B)(4). Heartware ventricular assist system batter.y model #: 1650de / catalog #: 1650de / expiration date: 05/31/2019 / serial #: (B)(4). UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date:16-may-2018. (B)(4). Heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650de / expiration date: 05/31/2019 / serial #: (B)(4). UDI #: (B)(4). No, device evaluation anticipated, but not yet begun, mfg date:19-may-2018 (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a loss of power. The event is associated with a ventricular assist device (vad) stop. The patient was changing the batteries one at a time, after removing one battery, a loud continuous alarm was heard indicating that the vad had stopped. It was also stated that controller and four batteries exhibited power switching. The controller and batteries remain in use. No patient complications have been reported as a result of this event.